Event description:
It was reported that one month ago, the patient complained about intermittencies occurring for one week and then the auditory gain went off completely. Another audio processor was tried as it was believed to be the source of the intermittencies, but the new ap did not improve the situation and the patient reported not being able to hear anymore with her ap. The patient was seen in 2007, by a staff member at the hospital to try another ap and perform an rtf intergrity test. Again there was no measureable output and no amplification was perceived by the patient except when pressing strongly with the finger in the mastoid region. This apparently seemed to reconnect the lead. The patient is to meet the surgeon the following month. She does not know if she wished to be re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.